Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the bipolar cord connected to the hf generator sparked, producing fire and smoke, and appearing to be charred. During the procedure, the patient jerked. However, the customer is unsure whether this was due to their current pvcs and abnormal heart rhythm or to the outbreak of fire. The procedure was successfully finished with a back-up cord. No death or (unanticipated) serious deterioration in state of health reported.